Event description:
It was reported, that the right ventricular lead was capped and replaced on (B)(6) 2024. Due to an unknown malfunction. No patient condition or further information could be obtained.

Manufacturer narrative:
Further information was requested, but not received.